Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and servicing options available for their device.  It was later confirmed by the customer they are not sure if, or when, they will proceed with repairing the device.  At this time, the device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not pass the user test. Furthermore, the customer advised that when the device's shock button was pressed, the device would not shock into a test load and the message "unable to deliver shock" appeared on the display. The customer tried a second therapy cable and test load but obtained the same results. There was no patient use associated with the reported event.